Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device has not been returned for evaluation. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Please see medwatch report with patient identifier (B)(6) to capture related event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the image on his olympus evis exera iii video system center goes out when another manufacturer¿s generator is activated during a diagnostic procedure. According to the initial reporter, this event may be occurring in multiple rooms. Several attempts have been made to the initial reporter to clarify further event(s) patient and procedure details, but none have received a response. This report is being submitted to capture the unknown number of occurrences that event took place in additional rooms. There was no patient harm reported as a result of this event.